Event description:
It was reported that the patient with this pacemaker device exhibited intermittent far-field oversensing. Upon review, technical services (ts) stated that there were atrial tachy response (atr) episodes due to far-field oversensing. Both lead threshold measurements were within the normal range. No further changes were made by the health care professional (hcp) due to small paroxysmal atrial fibrillation (af). This device remains in service. No adverse patient effects were reported.